Event description:
It was reported that the subject device had cut cable with hole near the camera head. The issue occurred during set up for use. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.